Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic ventral hernia repair procedure, the device thread broke. The loop came undone on the device without even touching it. Suture was tied normally rather than using the loop to complete the case. There was no patient injury.